Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of l2-3 ddd ; l2-3 instability ; l2-3 spinal stenosis with a complete myelographic block. The patient underwent following procedures, l2-3 transpsoas retroperitoneal anterior lumbar interbody fusion with intervertebral cage and bmp; l2-3 posterior decompression ; l2-3 posterior fusion; l2-3 segmental fixation; operating microscope, fluoroscopy utilized , and neuromonitoring utilized. Per op notes, ".. Curets were used to prepare the subchondral bone. Sizing instruments revealed that a 10mm tall cage would give a good fit. This cage was filled with bmp kit and was tamped into place . It was checked with ap and lateral fluoroscopy . " patient alleges unspecified injury due to the use of rhbmp-2.